Manufacturer narrative:
The cadiere forceps instrument has not been received for failure analysis evaluation at the time of this report.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the cadiere forceps instrument tip was broken and would not bite properly. The customer confirmed that the cadiere forceps instrument experienced a functional failure involving the opening/closing of the grips and broken cables at the wrist, and this functional failure resulted in bleeding. There was no uncontrolled or non-intuitive motion, the instrument was not stuck on tissue, and no pieces detached from the distal end of the instrument. The procedure was completed.